Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: low or blocked pump flow: low or blocked pump flow: the cause of the suction alarms and low flows was patient condition related due to placement signal trending down over the course of the case as well as volume given and rp placed temporarily resolving the issue. Hypovolaemia: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1939805. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
Additional information has been provided in b4 (event description), including further detail regarding sequence of events and device interaction. Additional codes were added in h6 (health effect- impact code and type of investigation).

Event description:
An echo was obtained to evaluate impella position in left ventricle. The provider voiced plans to reposition the pump as he felt the inlet appeared to be up against the pupillary muscle. He decided to first establish goals of cares with the family. From that meeting the decision was made to withdraw support. Therefore, the pump was not repositioned. The patient expired with the pump in place and pump is not available for return.

Event description:
A 64 year old patient with known coronary artery disease was previously resuscitated and presented with an acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions stage e (lactate 10.8 mmol/l, ph 7.29). The patient initially received left ventricular support via an impella cp device as a bailout measure and was subsequently escalated to biventricular support with impella cp and impella rp flex shortly after the initial insertion. A complaint was filed regarding multiple suction alarms of impella cp device. Troubleshooting attempts included volume substitution and reduction of impella cp flow. Despite these interventions, the patient¿s ph further declined to 7.1. Given the poor overall prognosis, the care team engaged the family in withdrawing care-discussions. The patient subsequently expired. Given the poor status oft he patient, the impellas has likely not caused the death of this patient. The case was coded for device repositioning, medication required, additional device required, death.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.